Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported the instrument cover will not stay open on an architect i2000sr analyzer. The customer stated the main cover to the instrument will not stay open and fell on a user¿s head recently; however, no bruising or bump occurred. There was no reported injury.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting the front door of the of the architect i2000sr, serial number (B)(6), would not stay open. Through an extensive investigation, the fsr found the hinge, top front cover (rohs), part number 7-76748-01, needed to be tightened, which resolved the customer¿s complaint. There have been no further reports of issues by the customer since the part was tightened. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer reported the instrument cover will not stay open on an architect i2000sr analyzer. The customer stated the main cover to the instrument will not stay open and fell on a user¿s head recently; however, no bruising or bump occurred. There was no reported injury.